Event description:
It was reported that the device turned off by itself and the pt lost stimulation. The ipg had move more mid-line than where it was originally implanted. The ipg was unable to communicate with the programmer and the charger. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.